Manufacturer narrative:
(B)(4). The equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator is alarming safety valve high pressure relief (svhp relief) and blower circuit alarm. At this time, there is no information regarding patient involvement associated with the reported event.